Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221180, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0297736 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 0297736. Retention samples from batch 0297736 were not available for inspection. One photo was received for investigation. The photo shows a close-up of the side of a sleeve with fungal growth featured in one of the plates. No product labels were visible in the photo for batch verification. Without batch verification, the photo cannot confirm the complaint. No return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination. H3 other text: see h10.

Event description:
It was reported that prior to use wit bd bbl¿ sabouraud dextrose agar (deep fill) microorganism growth was discovered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use wit bd bbl¿ sabouraud dextrose agar (deep fill) microorganism growth was discovered.